Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, there were issues with vessel sealer extend (vse) instrument. Customer stated that they were getting a solid amber color above the instrument connection and a message stating to check energy cord. Prior to contacting tech support, customer tried a second vse and tried to power off the e-100 generator but was unable to. Customer stated that they held the power button down for 3 seconds but it would not turn off. Customer also disconnected the power cord but it did not turn off the e-100 generator. Technical support engineer (tse) asked customer to try to hold down power button again for 3 seconds, but issue remained. Tse asked customer to test the vse on the erbe generator and the surgeon was able to fire. Tse asked the caller to inspect the back of the e-100 generator and ensure cabling was seated; customer was unable to do so at this time and advised that the surgeon will continue with the erbe generator. Customer would like their field service engineer (fse) to follow up and inspect the e-100. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the issue was identified during the procedure. Ports were placed prior to the issue being identified. System functionality was checked upon powering on the system. System did initially power on without any errors. Issue was resolved by replacing e-100 generator with an erbe model. The procedure was completed robotically.

Manufacturer narrative:
Based on the claim against the product by the customer noting the e-100 generator failed to fire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The e-100 generator was analyzed and found to replicate the reported issue the e-100 generator was installed onto the test system, and it failed. The power led turned red and bipolar led did not turn on and unable to cut/seal. The complaint regarding the e-100 generator failed to fire was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reported issue of e-100 generator failed to fire is attributed to e-100 component failure. This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.